Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that when the tube was replaced after three days, the tube came off before someone noticed and insulin leaked. This resulted in patient's high blood glucose level. No further information available.